Event description:
A1c run on instrument were erroneously elevated. Specimens redrawn and tested resulted historical value not elevated. Manufacturer notified who determined a missing gasket on the sample probe.